Manufacturer narrative:
The device is to be evaluated by the bio-medical department of (B)(4). If any anomaly is found, the facility will consider sending the esu to conmed corporation for a full evaluation. A supplemental report will be filed in the evaluation completion. Esu not returned to conmed for eval.

Event description:
During an adenoidectomy utilizing an excaliber esu, electrosurgical unit, the crna, certified registered nurse anesthesist, reached down to check the pulse oximeter sensor on the patient's left thumb and received a shock. The crna was not wearing gloves at the time of the shock. At the instance of this reported incident the electrocautery was in use. On checking the patient's thumb after the surgery completion, the patient's left anterior thumb had a white mark, 4mm, surrounded by reddened tissue and a blister formation. This was classified as a second degree burn. Silvadene ointment was prescribed to be used if the blister opened; however, the medication was never utilized. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The alleged device was not returned to conmed for evaluation. However, evaluation of the device by the user facility biomed found that the output was within specifications and consistent with past performance. The ground pad split pad circuit also checked good. Based on this analysis, the unit was returned to use. There have been no other reports of any problems/issues with the use of this device. This failure mode is addressed in the risk document. At this time there is no reason to believe that anything associated with our manufacturing and/or design process caused or contributed to this complaint. A two (2) year review of product history for this device show (B)(4) burn occurrences. Number of units shipped over the last eight years is not available since this device is no longer available for distribution and was discontinued in 07-nov-2007. Excalibur - rugged, high efficiency circuitry: the excalibur delivers full power with cool, long-life operation. There are no fans to compromise the sterile field. Precautions: - the safe and effective use of electrosurgery is dependent, to a large extent, upon factors under the control of the operator, and not entirely controllable be design of this equipment. It is important that the instructions supplies with this equipment be read, understood, and followed in order that safety and effectiveness be enhanced. Precautions in patient preparation: -the use and proper placement of a return electrode is a key element in the safe and effective use of electrosurgery in monopolar procedures, particularly in the prevention of burns. Follow directions and recommended practices for the preparation, placement, use, surveillance, and removal of any return electrode supplied for use with this electrosurgical unit. - because of the risk of burns, needles should never be used as return electrodes for electrosurgery. Return electrodes should be placed such that as much of their conductive area as possible is in firm contact with an area of the patient's body that has a good supply and as close to the operative site as is practical. Adhesive-type return electrodes should be reliably attached with their entire area in contact with the patient's body. - electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 60 hz. The risk of burns can be reduced but not eliminated by placing the electrodes of probes as far away as possible from the electrosurgical site and the return electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. - during the use of this rf isolated output unit, the patient should not be allowed to come in contact with metal parts that are grounded or other conductive surfaces that have an appreciable capacitance to ground. This will minimize the possibility of localized burns resulting from stray electrosurgical currents to the ground.